Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 29 devices were received for evaluation; 29 events were confirmed during testing, 29 devices were found to be affected by a bent foot, 2 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 31 malfunction events in which the duraguard foot was found to be bent, which can cause damage to the dura. There was no patient involvement; no patient impact.